Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during transport through the hospital the device went into error mode, display was in english and no function. No patient consequences reported.

Manufacturer narrative:
The affected device was manufactured in 05/2004. The available information and the returned device provided basis for the investigation. The device was analyzed by the manufacturer. The evaluation of the log file has shown the entry ¿sensor: s5 calibration error¿ which was logged on (B)(6) 2017 at 12.35h and led to a device failure and thus to an interruption of the ventilation. As the malfunction was not reproducible during later testing, the root cause for the ¿sensor: s5 calibration error¿ may have been a sporadic failure of the sensor s5 or the srs (autozero) valve. In the event of such a technical error the device alerts visually and acoustically, but may not provide adequate ventilation. In this case, the operating instructions stipulate that an alternative ventilation option must be kept available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.